Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed detached from the delivery unit. One strut was slightly bent. Several kinks were noted on the distal end of the delivery wire. The tip of the delivery wire was noticed to be missing. Microscopic inspection was performed. No other damages were observed on the stent. Dried saline residues were found around the distal end of the delivery wire along with several kinks. The issue regarding a stent being impeded in the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. However, it is possible that in an effort to overcome this resistance felt, excessive force was inadvertently applied during the device advancement which ultimately led to the bent condition of the stent, kinked condition of the delivery wire, and broken condition of the distal tip of the delivery wire. Based on this, the customer complaint was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8878741. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure targeting the middle cerebral artery (mca), the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 8878741) was impeded at the proximal end of the concomitant microcatheter and could not be further advanced. The physician removed the stent from the patient¿s anatomy and replaced it with a new stent to complete the procedure using the original concomitant microcatheter. There was no report of any negative patient impact. On 20-sep-2024, additional information was received. Per the information, the concomitant microcatheter used was a prowler select plus 150/5cm (606s255x). The target vessel was confirmed to be the mca; there was no vessel calcification nor tortuosity. There was no damage noted on the stent and nothing noted to be obstructing the microcatheter. Continuous flush was maintained through the microcatheter. Per the information, the introducer tip was firmly installed into the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during the advancement of the stent. There was no delay in the procedure as a result of the reported issue. The complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on 14-oct-2024, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."